Manufacturer narrative:
Lot number, full UDI number, expiration date, and manufacture date are unknown; no information has been provided to date. Phone number extension: (B)(6). Device has been discarded by the customer. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided, therefore no device history report (DHR) review could be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the balloon on the trach keeps deflating and is not holding air. The distributer had to send a replacement trach emergently to provide proper working product to their customer. They need a trach that will stay in place. No patient harm/adverse event reported. In addition to the above documentation, the patient's mother stated that she always inflates before putting any product into her son to make sure there was no defect on the product.